Manufacturer narrative:
(B)(4). It was indicated by the complainant that the products will not be returned to zimmer biomet for investigation as they remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products ¿ nexgen rotating hinge knee precoat tibial component size 6 catalog #: 00588000600 lot #: 62648340, segmental polyethylene insert size c catalog #: 00585001395 lot #: 62937986, segmental articular surface with segmental hinge post size c 17mm catalog #: 00585003017 lot #: 62213601, segmental segment with male/female taper 40mm catalog #: 00585004604 lot #: 62745110, segmental straight precoat fluted stem extension 14mm x 130mm catalog #: 00585205014 lot #: 62818230, nexgen sharp fluted long stem extension 12mm x 130mm catalog #: 00598801612 lot #: 62569207. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03494, 0001822565-2018-03497, 0001822565-2018-03499, 0001822565-2018-03501, 0001822565-2018-03502, 0001822565-2018-00521. Remains implanted.

Event description:
It was reported that the patient developed deep vein thrombosis following left knee arthroplasty and was treated with six (6) months of xarelto. No additional patient consequences were reported.

Manufacturer narrative:
The products were evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.